Event description:
Sometime following a bedside bronchoscopy in the ICU, the bronchoscope light source was left on (for an unknown period of time) when thick smoke and strong burning smell was noted to be coming from the light source. Fire alarm activated. No harm to patients, staff or visitors.